Event description:
After seven years of successful cochlear implant use, this pt's device began extruding due to a breakdown in the skin flap tissue. Therefore, the implant was explanted in 2004 and the pt was successfully reimplanted with a new device in the oppsite ear.